Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Pca cup was revised for loosening after 32 years in situ. There was no complaint form the surgeon, who did not feel this needed further investigation.